Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the reported issue " no image" was not reproduced during repair. However, the cable unit was perforated which water came in and temporal deterioration occurred in insulator of the cable. Thus far failing the leakage test. Thus, the image seems to have disappeared temporarily. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was not confirmed. The image was being displayed. The charge-coupled device (ccd) had one (1) dead pixel but was not showing in the endoscopic image. The cable was punctured and failed the water leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use, the high-definition camera head presented no picture. The intended procedure was completed but not with the same device. It was unknown what device was used to complete the procedure. No other devices were replaced during the procedure. No surgical delay and no patient harm reported.